Event description:
Voluntary medwatch form received notes that a patient presented to clinic for follow up. Device interrogation revealed oversensing of electromagnetic interference on the right ventricular (rv) lead resulting in pacing inhibition. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147310.